Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported dislodged cannula. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pod was worn between 49 and 71 hours. The reporter stated that the pod was further inspected as the correction boluses were not decreasing the patient¿s glucose values that had reached 22.9 mmol/l (412 mg/dl). Upon inspection, they noticed insulin leaking and the cannula had dislodged from their abdomen. The patient sought medical advice on (B)(6) 2025, by calling the hospital. The nurse advised replacing the pod. No formal diagnosis or treatment was provided by a medical professional during the call. Following the nurse¿s instructions, the patient applied a new pod immediately and continued normal treatment without manual injections.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed.